Manufacturer narrative:
Approximate age of device - 5 years 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the hospital with worsening shortness of breath. Initial bnp was very elevated at 10k, started on diuresis. Tte noted worsening ai(covered in MFR report # (B)(4)) so the patient was undergoing evaluation for potential tavr. However, today the patient with worsening cr, elevated lfts and lethargy/weakness and doubling in ldh from 300s to 600s. Concern for decompensated heart failure versus early pump thrombosis, undergoing a rhc today for evaluation. Patient inr was 2.0, was subtherapeutic several days ago but due to gib was not bridged with heparin. Review of the log file by the manufacturers technical services representative showed constant low flows throughout the log file. The flow did rise above the low flow threshold for approximately the last 3 hours of the log file. It appears there is a reduction of blood volume flowing through the pump. No further information was provided.

Manufacturer narrative:
Device expiration and manufacturing, respectively, were entered. Manufacturer's investigation conclusion: this type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.